Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) and right ventricular (rv) lead exhibited noise, oversensing, loss of capture (loc), pacing inhibition and high out of range pacing impedance measurements greater than 2,000 ohms. A chest x-ray was performed and noted that the leads were fractured near the clavicle. An invasive procedure was performed two days later. A stylet was unable to be inserted into the leads due to the fracture, so the leads were cut and surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
A severed/cut portion of the lead was returned for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the returned portion of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.